Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia followed by hypoglycemia after the cartridge became dislodged from the ilet and the user reinserted it without performing a rewind while still connected, which likely delivered unintended insulin during reinsertion. Symptoms included thirst during the high and sweating, dizziness, and confusion during the low. Outcomes included device alerts for both high and low glucose, correction of the high after reconnecting the cartridge, and treatment of the low with oral glucose and carbohydrates without need for outside assistance or medical intervention. Investigation included troubleshooting and education with the user and confirmation that the device itself operated as designed. Investigation of this case revealed no device malfunction and determined that user handling during cartridge reinsertion while connected likely led to excessive insulin delivery and the subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the overall adverse event, with hypoglycemia following user reinsertion of the cartridge without a rewind. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.